Manufacturer narrative:
Correction to the initial f10,h6 (patient codes). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since the product was disposed.

Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure indicated for an atrial fibrillation, a versacross connect for laac kit was selected for use. The physician attempted to cross the septum using versacross through a thicker portion of the septum because the physician could not tent the fossa. On first radio frequency (rf) delivery, the rf wire did not appear to cross the septum. The wire advanced, but the physician could not confirm. The second rf attempt was successful in crossing into the left atrium (la) (position was superior and posterior). Prior to releasing the closure device, the patient became hypotensive. The procedure was continued, and the closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. Transesophageal echocardiogram (tee) post device release noted that there was a pericardial effusion with cardiac tamponade at the anterior portion of the heart. The physician performed a pericardiocentesis but the fluid in the pericardium began to clot and could not be drained. The surgeon was called, and a pericardial window was performed. The clot/fluid was removed from the anterior portion of the heart and the patient remained stable during this treatment. The patient was admitted overnight for observation but is expected to make a full recovery from this event. The device is not expected to be returned for analysis (disposed). While advancing the versacross rf wwire on the initial crossing attempt, the wire advanced and formed the pigtail shape, it could not be visualized in the la via tee, so it was not known for sure where it was located. Due to patient anatomy, the physician was unable to tent the fossa ovalis, and could only maintain contact with the septum while positioned above and posterior to the fossa. The physician did not confirm that the versacross wire caused the complication, but was suspicious of the initial rf attempt. There were no versacross device malfunctions noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available since the product was disposed.

Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure indicated for an atrial fibrillation, a versacross connect for laac kit was selected for use. The physician attempted to cross the septum using versacross through a thicker portion of the septum because the physician could not tent the fossa. On first radio frequency (rf) delivery, the rf wire did not appear to cross the septum. The wire advanced, but the physician could not confirm. The second rf attempt was successful in crossing into the left atrium (la) (position was superior and posterior). Prior to releasing the closure device, the patient became hypotensive. The procedure was continued, and the closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. Transesophageal echocardiogram (tee) post device release noted that there was a pericardial effusion with cardiac tamponade at the anterior portion of the heart. The physician performed a pericardiocentesis but the fluid in the pericardium began to clot and could not be drained. The surgeon was called, and a pericardial window was performed. The clot/fluid was removed from the anterior portion of the heart and the patient remained stable during this treatment. The patient was admitted overnight for observation but is expected to make a full recovery from this event. The device is not expected to be returned for analysis (disposed). While advancing the versacross rf wwire on the initial crossing attempt, the wire advanced and formed the pigtail shape, it could not be visualized in the la via tee, so it was not known for sure where it was located. Due to patient anatomy, the physician was unable to tent the fossa ovalis and could only maintain contact with the septum while positioned above and posterior to the fossa. The physician did not confirm that the versacross wire caused the complication but was suspicious of the initial rf attempt. There were no versacross device malfunctions noted.